Manufacturer narrative:
Visual analysis was performed on the returned product. There was no reported issue with the returned device. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the part and lot numbers were not reported, and the packaging was not returned. Based on the condition of the returned products, it is likely that anatomical conditions and/or an excessive embolic load caused the noted damage to the retrieval catheter. It was noted that no part of the device was left in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to perform a standard interventional atherectomy of a moderately calcified superficial femoral artery and common femoral artery. The emboshield nav6 embolic protection system (eps) barewire did not slide through the retrieval catheter despite several attempts. A second retrieval catheter was used to retrieve the filter. There was no adverse patient effects reported and no clinically significant delay reported in the procedure. No additional information was provided. Additionally, the retriever catheter was returned with the filtration element inside visible through the tear. The retrieval catheter tip was stretched, then separated. The retrieval catheter material at the separation was torn and stretched. It was noted no part of the device was left in the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional emboshield nav6 device referenced in b5 is filed under a separate medwatch report number.